Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. A retriever device and a catheter were included in the return packaging. The reported lot number was confirmed from the packaging label. During the initial inspection, reported event was confirmed. Analysis could not be completed as main coil fell on floor. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, the subject coil prematurely detached inside the microcatheter. The device was returned and the main coil had been detached from the delivery wire it is probable that the main coil was detached within the microcatheter due to procedural or anatomical factors during use. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'main coil prematurely detached/separated during use , as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the coil (subject device)detached prematurely inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the coil (subject device) detached prematurely inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.